Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer startup is extremely slow. The programmer now has a black screen and will not restart. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the long boot, software was then reloaded. It was also noted that the electrocardiogram (ECG) connector was loose. Product ID r2067 radiofrequency head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.